Event description:
Occurred at outpatient dialysis facility. During dressing change the catheter came apart. Catheter clamped, pt had confusion and became hypotensive. Admitted to health ctr, suspect stroke from air embolism. Catheter removed, transfer to another facility.